Event description:
The technician alleged that the brake caster is not holding while in brake mode. No patient's impact.

Manufacturer narrative:
The technician replaced the brake caster to resolve the issue.